Manufacturer narrative:
The initial medical device report was submitted 2938836-2014-13709. Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that premature battery depletion was observed. The remaining battery longevity dramatically dropped from the expected longevity at the last follow up. The device reached eri to eos on the same date. The device was explanted and replaced without complication. Patient condition was stable.